Event description:
It was reported that the speed is unable to adjust. A rotapro console kit assy gen 230v was selected for use. During the procedure, the speed of the burr is unable to change. Procedure was completed successfully and there was no patient complications reported.